Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated and "electrical test fails code #58" (power-up vent failed). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the k6a, vent valve (part number: 0119-00-0170). The iabp was calibrated and tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).